Manufacturer narrative:
After further review of additional information received the following sections g4,g7,h2 and h6 have been updated accordingly. During an endovascular procedure, the 5f super torque marker band (mb) diagnostic catheter was placed in the artery however cut itself into two pieces. The broken end has been recovered by the physician. Additional procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 17881433 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported ¿catheter (body/shaft) ¿ separated-in-patient¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors and/or vessel characteristics (although not provided) may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to using the device, inspect for bends, kinks or other damage. Failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7 and h2 have been updated accordingly. Section b5: addendum for additional information received:the intended endovascular procedure was iliac extension and stenting. The target lesion was the aortic iliac aneurysm. The lesion had no calcification, moderate vessel tortuosity, moderate angulation, and no stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was not resterilized. There were no anomalies noted when removed from the package and during prep. The device was not inserted through a stopcock instead of a hemostatic valve. The current status of the patient was in good condition. There was resistance met while advancing the device however no excessive torquing required in the procedure. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. The device did separate approximately 30 cm far from the distal end. The broken end has been recovered by the physician by removing the guidewire. The procedure required secondary intervention/operation by snaring the broken end.. A non-cordis wire was used in the procedure. The event did cause a clinically relevant increase in the duration of the procedure but did not require significant prolongation of hospitalization. The device will be returned for evaluation. Additional procedural details were requested but are unknown. Updated complaint conclusion:as reported, the 5f super torque mb diagnostic catheter was placed in the artery however resistance was met while advancing the device and it cut itself into two pieces. The device did separate approximately 30 cm from the distal end. The broken end has been recovered by the physician by removing the guidewire. The procedure required secondary intervention or operation by snaring the broken end. The current status of the patient was in good condition. The intended endovascular procedure was the iliac extension and stenting. The target lesion was the aortic iliac aneurysm. The lesion had no calcification, moderate vessel tortuosity, moderate angulation, and no stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was not resterilized. There were no anomalies noted when removed from the package and during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no excessive torquing required in the procedure. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. A non-cordis wire was used in the procedure. The event did cause a clinically relevant increase in the duration of the procedure but did not require significant prolongation of hospitalization. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 17881433 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported ¿catheter (body/shaft) ¿ separated-in-patient¿ and ¿catheter (body/shaft) ¿ tracking difficulty¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors and/or vessel characteristics (although not provided) may have contributed to the reported event. Tracking difficulty through an anatomical structure is a known procedural occurrence. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique, and appropriate device selection. Factors such as tortuous vessels and calcified lesions may contribute to it. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to using the device, inspect for bends, kinks or other damage. Failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the 5f super torque mb diagnostic catheter was placed in the artery however resistance was met while advancing the device and it cut itself into two pieces. The device did separate approximately 30 cm from the distal end. The broken end has been recovered by the physician by removing the guidewire. The procedure required secondary intervention or operation by snaring the broken end. The current status of the patient was in good condition. The intended endovascular procedure was the iliac extension and stenting. The target lesion was the aortic iliac aneurysm. The lesion had no calcification, moderate vessel tortuosity, moderate angulation, and no stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was not resterilized. There were no anomalies noted when removed from the package and during prep. The device was not inserted through a stopcock instead of a hemostatic valve. There was no excessive torquing required in the procedure. There was no resistance met while advancing the device over the guidewire. The device did not kink in the area of separation. There was no resistance met while withdrawing the device. A non-cordis wire was used in the procedure. The event did cause a clinically relevant increase in the duration of the procedure but did not require significant prolongation of hospitalization. Additional procedural details were requested but are unknown. One non-sterile unit of a super torque mb catheter (cath mb 5f pig 110cm 6sh) was received for analysis. During the visual inspection, the device was returned with 3 marker bands offset/out of position and it was received with the body/shaft separated. No other damages or anomalies were observed. Dimensional analysis was performed to verify the correct catheter outer diameter (od). Measurements were taken at 4 distances from the distal separated portion. Dimensional analysis results were found out of specification. However, sem analysis results showed the separated area of the body/shaft of the super torque unit presented evidence of elongations on the body/shaft material. No other anomalies were observed. The elongations found on the body/shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17881433 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since the device was received separated. The elongations found on the body/shaft material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft material yield strength prior to the separation. Procedural/handling factors and/or vessel characteristics (although not provided) may have contributed to the reported event. Tracking difficulty through an anatomical structure is a known procedural occurrence. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique, and appropriate device selection. Factors such as tortuous vessels and calcified lesions may contribute to it. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to using the device, inspect for bends, kinks or other damage. Failure to observe these instructions may result in damage, breakage or separation of the catheter or the markerbands, which may necessitate additional intervention. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive friction on the catheter; avoid simultaneous introduction of the catheter and aortic graft devices through the same sheath. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17881433 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular procedure, the 5f 6side holes (sh) x 110cm pigtail super torque marker band (mb) diagnostic catheter was placed in the artery however cut itself into two pieces. The broken end has been recovered by the physician. The device is expected to be returned for evaluation.